Manufacturer narrative:
The lumbar probe was returned to the manufacturer for analysis. Analysis found that the tip of the probe was severely twisted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the lumbar probe was damaged. There was no patient present when this issue was identified.